Event description:
It was reported to boston scientific corporation that an accuracy laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, there was no energy output from the fiber. The procedure was completed with another accuracy laser fiber. There were no patient complications reported as a result of this event. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.

Manufacturer narrative:
The as analyzed event of fiber broken within the connector. Visual examination reveals that the exposed glass tip measures 3.5 mm and appears unused. Unable to examine the fiber face within the sma connector because light cannot travel to the fiber face indicating that the fiber is broken within the connector.